Event description:
A home pt's (hp) family member contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during drain 5/5 of automated peritoneal dialysis therapy. Reportedly, a leak was noted on the pt line of the homechoice set. The hp's family member described the leak as a "slit" and indicated that they do not use any sharp objects to assist in the opening of the cartons. No pets have access to products either prior to or during therapy. Baxter's tsc assisted the hp's family member ending therapy early. Therapy was discontinued for the evening. The hp was treated with prophylactic antibiotics as a result of this incident, per the hp's family member.